Event description:
The customer reported that during a cesarean section and tubal ligation a pt was burned at the pad site on the right thigh. The degree of burn was not described in the physician's documentation. However it was described as 1cm x 1cm and was treated with steri-strips.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under eval. When the device eval is complete a follow up report will be submitted.